Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
The nurse clinical manager at the user facility reported that a dialyzer blood leak occurred immediately following the initiation of the patient¿s hemodialysis (hd) treatment. The internal blood leak was not visible. The 2008t hd machine did generate a blood leak alarm. Blood leak test strips were used to confirm the presence of blood and returned a positive result. The blood within the extracorporeal circuit was not returned to the patient. The patient was re-setup on a different machine, and then the hd therapy was continued and successfully completed with no further issues. The patient¿s estimated blood loss (ebl) was noted as being approximately >100 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. No damage was observed to the dialyzer or its packaging. A fresenius bloodline was in use during the patient¿s hd treatment. The dialyzer complaint device was not available to be returned to the manufacturer for evaluation as the dialyzer was not able to be properly disinfected for its safe return.